Manufacturer narrative:
H10. Further review of this case indicates this is a duplicate report. The event in this report has been already reported under MDR no. 8043484-2020-00944. All further communication for this event will be managed in that case, including a follow up report with the results of our investigation. We respectfully request to close the case as a duplicate and refer to the referenced case above.

Event description:
It was reported that while removing a dressing from a patient, the nurse had to pick off some of the silicone from the patients skin. The dressing had only been in site a few hours. The dressing was stored appropriately in the dressing cupboard so not near any heat sources.